Manufacturer narrative:
Failure event observed during analysis. Final analysis found low pacing lead impedance caused by a component anomaly.

Event description:
This report is to advise of an event observed during analysis.